Manufacturer narrative:
One opened and used sensor was inspected and the cannula found retracted inside of the sensor base. The cannula was not broken. It could not be confirmed that the customer received the sensor in this condition due to the customer returning the product opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. Customer reported that once the sensor was removed, they noticed that there was no electrode. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.